Manufacturer narrative:
Block B3: Exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50Serial Number: (b)(6)Batch/Lot Number: 7089759Model/Catalog Description: LINEAR ST LEAD KIT 50 CMUnique Identifier (UDI)#: (b)(4) .Model Number/Catalog Number: SC-4316Batch/Lot Number: 26515098Model/Catalog Description: CLIK ANCHORUnique Identifier (b)(4) .

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (IPG) and spinal cord stimulator (SCS) lead were explanted and the explanted devices will not be returned.